Event description:
Note: this MFR report pertains to the third of three devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-06186 and 3005099803-2012-06187 for a description of the other devices. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of a follow up medical appointment (date not specified), no patient complications were reported. All other information is unknown and unavailable.